Manufacturer narrative:
For this complaint file, the final customer lot was identified. For this final lot, four 23ga vitrectomy (vit) probe lots, manufactured in aug-2014 and sep-2014, were used to make up the final lot. A device history record review for each of the 23ga vit probe lots was conducted. No anomaly was found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were zero other complaints for the reported issue. A 23ga vit probe has been received at the manufacturing facility for the cutter not functioning. The vit probe was visually examined using 25x magnification. The vit probe was determined to be visually nonconforming due to a bent needle and cracked adhesive bond between the needle and probe body. The sample was functionally tested for aspiration, actuation and cut. Aspiration was conforming while actuation and cut tests were deemed nonconforming. It was confirmed that the cutter of the vit probe was not functioning properly. The reason for the cutter not functioning properly is most likely due to the bent needle that was observed. However, the reason that the needle was bent cannot be determined from this investigation. The cracked bond that was observed most likely occurred from the needle being bent. Despite this crack, the bond is still intact and holding the parts securely and would therefore have no effect on the functionality of the probe. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during a procedure, the vitrectomy cutter was not working. The case was completed. There was no patient harm. Additional information has been requested, but none has been received to date.